Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the screen was frozen and the machine could not be rebooted because it would not power off. The user also reported being repeatedly timed out when attempting to remote into the device. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unresponsive and did not turn off when unplugged. A technical support specialist (tss) deployed packages but the issue persisted. A field service engineer (fse) replaced battery, rebooted the device, ran firmware updates and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.